Manufacturer narrative:
Device has not been returned to microline surgical, inc. If the device is returned an investigation will be performed and additional information will be provided.

Event description:
On (B)(6) 2019, during a laparoscopic sigmoid colectomy, the heat shrink on a 3262 long fenestrated disposable grasper came off during the procedure and had to be retrieve from the patient's abdomen by surgeon.